Event description:
Severe hives after euflexa injections-first got injections -three over a three week period- in 2009. The following month, developed severe hives, had hives all over body for one week straight. Went to various md's who could not find a cause. Spoke to dr -the md who gave me the injections- and was told he had never heard of this reaction. I have had severe periodic breakout of hives since that month. I am being treated with benadryl and zantac, plus a cortisone cream -sluticasone-prop-, plus my regular allergy medicine like xyzal and singulair. I also take restless leg medicine-ropinirole-. I also have barret's esophagus and take pantoprazole for that. Just started on pantoprazole approx three months later. Started on restless leg medicine in original month. Route: intra-articular. Dates of use: 2009. Diagnosis: arthritis in knee. Event abated after use stopped: no.